Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine clinic follow up. During interrogation, noise on the atrial lead was noted. This noise was documented from the most recent transmission from 2018. The physician programmed to pace and sense in the ventricle only and the atrial lead was turned off. Patient was in stable condition.